Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the issue and replaced the integrated electrosurgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have power issue. The unit was placed on an in-house system and was run in normal mode. The unit did not power on, fuses were swapped out to the same result. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the integrated electrosurgical unit (iesu) generator shut down during use and would not power back on. The isi tse had the customer check the power cable and move the power cord to another wall outlet, but the issue persisted. The isi tse asked the customer to check the power connection on the back of the iesu, but the customer was not able to continue with troubleshooting. The procedure was completing as planned with no reported injury.